Event description:
It was reported that in 2009, sales representative received a call from surgeon stating he would be revising a ceramic/ceramic hip that fractured. X-ray CT scans look as though debris was scattered. On the next day, pt was brought in and as surgeon get closer to the joint you could see a white milky substance that looked to be coming from joint. As the implant was exposed, there was very tiny fragment of ceramic scattered about in the soft tissue. The ceramic liner was taken out where you could see a fracture.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental.